Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported report a bilateral deflation. Device explanted. This relates to the left side.

Event description:
Health care professional additionally reported " "implants were explanted on (B)(6) 2021 due to infection causing swelling and irritation to breast." The device has been replaced.

Manufacturer narrative:
The event of infection (late onset) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported report a bilateral deflation. Health care professional additionally reported " "implants were explanted due to infection causing swelling and irritation to breast." The device has been explanted and replaced. Record relates to the left side.

Manufacturer narrative:
Fi summary: with the information collected during the investigation, there is enough evidence to support that device serial number 18167697 was manufactured under controlled conditions in accordance with abvvie procedures. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run 30010093 is not related to any additional complaint infection record reported as of today. During the trend review of all infection complaints for saline breast implants for the period of (B)(6)2020 through (B)(6)2022, was noted an outlier in mar, oct and dec 2021. An additional analysis was performed to determine any pattern or any similarities relation between pr¿s involved. It was found that some primary packaging operators were involved in more than one occasion, however the people were trained in the corresponding procedure. Also, calibrations, maintenance and validations of the equipment¿s involved in more than one occasion were reviewed and it was determined that they were performed on time and met specifications. In addition, all the records involved in this month were reviewed and no issues were found associated to either event. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event no corrective action is deemed necessary at this time.